Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42570606401 femur cemented (ps) standard nitrided left size 8 lot# 65405434. 42512400510 articular surface fixed bearing (ps) left 10 mm lot# 65321473. 42532006701 tibia cemented 5 degree stemmed left size d lot# 65690844.

Event description:
It was reported a patient began experiencing restricted range of motion, persistent pain, walking difficulties, swelling and difficulty performing daily activities approximately seven months post implantation. Between radiographic imaging and assessment, patellar baja, abnormal patellar tracking, and abnormal patellar height was found. The patient was prescribed physical therapy and was referred to neurosurgery for a potential geniculate block.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. The following sections were corrected: a5, b2, b6, h4. Medical records provided were reviewed and confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The additional information received is being investigated. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42570606401 persona femur cemented (ps) std nitrided left size 8 lot# 65405434. 42532006701 tibia cemented 5 degree stemmed left size d lot# 65690844.

Event description:
It was reported a patient began experiencing restricted range of motion, persistent pain, walking difficulties, swelling, and difficulty performing daily activities seven months post implantation. Between radiographic imaging and assessment, patellar baja, abnormal patellar tracking, and abnormal patellar height was found. The patient was prescribed physical therapy and was referred to neurosurgery for a potential geniculate block. Symptoms were ongoing with an increasing feeing of locking and instability in the knee. X-rays showed tibial and femoral radiolucency, and a bone scan showed reuptake throughout the knee. The tibial and femoral components were revised one year, one month later due to loosening. Patellar implant remained. Articular surface replaced as a best practice. The study site has minimal information as the revision occurred at an outside facility.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Additional medical records provided states patient has instability, abnormal patellar tracking with patellar crepitus/clunk, pain, femoral and tibial radiolucency. The notes also confirm that patient underwent revision due to instability and loosening. Complaint was confirmed based on the medical record review. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.